Event description:
It was reported that the pump touch screen had "a blue light on the display without any visible graphics/letters". There was no adverse impact to customer¿s blood glucose level. The customer reverted to an alternate method insulin therapy.